Event description:
During a routine visit, a review of the patient ecog data identified signal changes, increased impedances and saturations which are indicative of a lead break. An x-ray showed a possible kink under the scalp. The lead was replaced on (B)(6) 2023. The lead was not returned for investigations.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.